Event description:
A malfunction was reported on the pump by the caller. There was no information regarding any adverse impact on the customer¿s blood glucose level. The corrective action taken involved the customer contacting technical support, which resulted in the decision to replace the pump. The customer declined the option of an out-of-warranty loaner pump, opting instead to consult with their distributor as they were already in the process of acquiring a new pump.